Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale 10 previously reported events are included in this follow-up record. Product return status 10 devices were received. Event confirmation status 3 reported events were confirmed. 7 reported events were not confirmed. Evaluation results 3 devices were found to be affected by internal corrosion. 7 devices had no problem found.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device was reportedly leaking. 10 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 10 events were reported for this quarter.   Product return status: 10 devices were received.   Event confirmation status: 2 reported events were confirmed; the cause traced to component failure. 5 reported events were not confirmed. 3 device evaluations are still in progress. Evaluation results: 3 devices were found to be affected by internal component corrosion. 4 devices had no device problem found.   Additional information: 10 devices were not labeled for single-use. 10 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 10 </noe> malfunction events in which the device was reportedly leaking. 9 events had no patient involvement; no patient impact. 1 event had no information received.